Event description:
The customer indicated that lifesync leadwear disposable model no ls-222 lot # 002308-s did not work out of the box. Further investigation performed by the manufacturer determined that handling of the product and delamination of the pet layer lead to fracture in the dielectric ink and loss of continuity. The loss of continuity resulted in the behavior noted by the customer. A health hazard evaluation was performed regarding the failure mode. It was determined that a tear in the laminate could expose the dialectric layer, causing a "break" in the silver ink. If defibrillation was performed after such a de-lamination, it could introduce higher than normal heat to the skin, possibly leading to burns, and may compromise the efficacy of the defibrillation. No harm was caused to the pt as a result of this incident.

Manufacturer narrative:
Upon investigation of the issue, a possible root cause was determined. The top insulating (pet) layer can separate and tear from the underlying circuit layer, when trying to pull the v-lead away from its perforations. All lots associated with this failure mode were removed from the field. No harm was caused to the pt as a result of this incident. However, upon retrospective review of this issue, the potential for harm was identified and the incident has been deemed reportable.